Manufacturer narrative:
(B)(4). It is unknown whether the report source is a consumer. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The transfer set has been reported to be available for analysis. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set experienced damaged tubing. The damage was notice after approximately one month of use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.